Event description:
The customer reported that when he woke up, his blood glucose was 274 mg/dl. When he checked the pod, he noticed that the cannula had dislodged from the infusion site.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.